Manufacturer narrative:
Animas received the pump involved with the complaint and performed a device eval. Investigation was unable to reproduce the reported issue. The pump was exercised for a minimum of 24 hours with no audio or normal bolus deliveries recorded in the pump's history and the pump was accurately delivering insulin. There was no evidence of button damage. In conclusion, no defects were found during investigation.

Event description:
The pt stated he uses the audio bolus feature "all the time" but claimed that his pump delivered 2 units in the middle of the night without his knowledge. The pt woke up feeling shaky with a 47 mg/dl blood glucose result. He self-treated with blood and felt better. The pt noted that the buttons on the pump are intact and there has been no water use. The customer service representative stayed on the phone until the pt's bg went back up and was no longer shaky. No other form of medical treatment was reported. This complaint is being reported because the pt became hypoglycemic after the pump allegedly delivered an unintended amount of bolus insulin. A replacement pump was sent to the pt.